Event description:
The patient was having a stereotactic biopsy done. Provider took multiple samples, as she went to take an additional sample there was a loud pop and metallic grinding sound. An image was taken, and we discovered the biopsy needle had broke. The provider removed biopsy device from patient and upon removal it was noted that the internal part of the needle had popped sideways out of the external portion of the needle. A new needle was set up to finish the biopsy. The needle did not break off into patient, no there was no issue with second attempt at biopsy.